Event description:
In 2008, the pt reported 3 of her insulin infusion set tubings have separated or broken. She stated 2 of the tubings completely broke off at the luer lock connection and the last one split down the middle into two separate pieces today. The pt stated she retained the tubing from today's incident. She said that these were the only 3 out of a box that she has had an issue with. She stated she has had elevated blood glucose reading up to 587 mg/dl with her normal range being 102-140 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.